Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 1/29/2024, it was reported by a sales representative via email that an ar-8990st fibertak dx suture anchor had one of the prongs broken off while being inserted. The pieces broke inside the patient, and all broken pieces were retrieved. The case was completed successfully, with no further information provided. This was discovered during a brostrom procedure on (B)(6) 2024. Additional information received on 2/14/2024: the case was delayed approximately fifteen minutes trying to retrieve he broken fragment. The case was completed by drilling a new bone hole and using another ar-8990st fibertak dx. The patient suffered no negative effects.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional information from the field, arthrex concluded that the most likely cause of the reported failure is user error including improper bone preparation, misaligned insertion, and/or prying or levering the device during insertion, which resulted in the device breaking. The complaint allegation was not confirmed. The device was not received for evaluation, and no evidence of the failure was received.